Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 01/2012, electrode belt sn 59059521 - (B)(4). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of two shocks. Rapid atrial fibrillation contributed to the false detection. The response buttons were pressed approx two minutes prior to the first shock and approx six minutes prior to the second shock. The response buttons functioned appropriately. The second shock was delivered at 8j and 0 ohm impedance. Clinical analysis of the event concludes the therapy electrodes were not in contact with the pt's skin during the second shock. The device delivered a full 150 j pulse during the first shock. Review of the pt's downloaded data does not indicate a device malfunction related to the defibrillation event. The pt was admitted to the ICU and ended use of the lifevest. The pt was to receive an ICD.